Manufacturer narrative:
(B)(4). Batch # p92r72. Investigation summary the device was received in good physical condition, with no apparent damage. The device was tested on the generator and received a ¿close jaws and reactivate¿ error message. The electrical testing of the device also confirmed an open circuit which would lead to a ¿close jaws and reactivate¿ error message. The ¿replace instrument¿ alert screen was displayed after receiving two consecutive alert screens and is advising of a potential issue with the instrument. The device was investigated and the cause was found to be the distal contact was splayed and not in full contact with the shaft. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, according to nurse, the device would not even function. Opened new device to complete case. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Upon further review of risk documents, harm and severity for this device failure mode, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.